Event description:
It was reported that the patient underwent a gynecological procedure; posterior repair with mesh, vaginal paravaginal repair, and bil. Sacrospinous ligament fixation, for symptomatic rectocele with associated vaginal vault prolapse, on (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient had other procedures on (B)(6) 2007 and (B)(6) 2011 and perigee , sparc, and elevate were implanted. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent urethrolysis on (B)(6) 2011, due to bladder outlet obstruction secondary to an obstructive sling. It was reported that the patient had a desara mesh implant on (B)(6) 2012, due to cystocele, rectocele and urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
(B)(4): it was reported that patient underwent revision of vaginal graft and cystoscopy on (B)(6) 2007 due to vaginal graft extrusion. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.